Event description:
It was reported that this unit was generating suboptimal ice. A vi MRI cryoablation console was used in a cryoablation procedure. The console did not generate sufficient ice.

Manufacturer narrative:
Device eval by manufacturer: this console was serviced in the field. During inspection, gas was applied to the system and a leak was identified coming from the port area of the msp. The mts board was removed revealing that the o-ring from the gas supply line was blown out from the manifold to desiccant line on port 1. The o-ring was replaced, and functional testing passed with no further issues. A freeze/thaw cycle was completed successfully.

Event description:
It was reported that this unit was generating suboptimal ice. A vi MRI cryoablation console was used in a cryoablation procedure. The console did not generate sufficient ice.

Manufacturer narrative:
Device eval by manufacturer: this console was serviced in the field. During inspection, gas was applied to the system and a leak was identified coming from the port area of the msp. The mts board was removed revealing that the o-ring from the gas supply line was blown out from the manifold to desiccant line on port 1. The o-ring was replaced, and functional testing passed with no further issues. A freeze/thaw cycle was completed successfully.

Event description:
It was reported that this unit was generating suboptimal ice. A vi MRI cryoablation console was used in a cryoablation procedure. The console did not generate sufficient ice. Additional information received indicated that after preventative maintenance was performed in the field that was thought to have resolved the issue, the console was hissing from port 3. Troubleshooting was performed by swapping sockets to another channel and checked socket torque; however, the gas was still leaking on the port 3. Technicians are scheduled to further service this console on 23jan2023.